Manufacturer narrative:
It was reported a patient underwent an atrial flutter left (l-afl) which included the use of a thermocool® smart touch® sf uni-directional navigation catheter experienced cardiac tamponade treated with a pericardiocentesis and a drain was placed and patient was hospitalized. The device evaluation was completed on 11-dec-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-dec-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent an atrial flutter left (l-afl) which included the use of a thermocool® smart touch® sf uni-directional navigation catheter experienced cardiac tamponade treated with a pericardiocentesis and a drain was placed and patient was hospitalized. During ablation of the anterior wall of la (left atrium), they noticed the blood pressure of the patient dropped. The physician looked at the area with an intracardiac echocardiography (ice) soundstar catheter and found a pericardial effusion and a pericardiocentesis with 200ml of fluid withdrawn. The patient stabilized after this treatment. No additional surgeries were necessary and the patient is currently stable. The physician stated that something may have happened during ablation that possibly could have caused this issue. Additional information was received. Transseptal puncture performed with baylis nrg needle. No evidence of steam pop. Correct settings were utilized on devices and no error messages noted on the equipment. The patient has fully recovered. Pericardial drain placed. The patient stood over the weekend for observation and dccv. The physician¿s opinion on the cause of this adverse event was procedure related while ablating the anterior wall of left atrium.